Event description:
The lead was electively explanted. Following the procedure the physician stated the pt presented with a pneumothorax with prolonged hospitalization. The hosp time frame was not stated. Explant method: intravascular, superior, femoral. Technique/tools: direct traction, dotter basket/snare. Complications listed above.